Event description:
Reference number (B)(4). Event occurred in the united states it was reported that the patient faced insulin flow blocked alarm event on 25-oct-2025. The issue occurred with three infusion sets. The patient reported that the insulin exits tubing greater than normal resistance with plunger push. No further information available

Manufacturer narrative:
Initial and final MDR-(B)(4) - device 1 of 3 e1:patient city: (B)(6) patient country: united states